Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. S

Event description:
Boston scientific received information that this pacemaker system exhibited high out of range right atrial (ra) pace impedance measurements greater than 2,500 ohms. Subsequently, the device was reprogrammed to pace/sense in the ventricle only. There has been a gradual increase in right ventricular (rv) pace impedances also however they are not out of range. No noise or sensing issues have been observed and the pacing thresholds remain stable. The rv outputs were increased to 5.0 volts as requested by the clinician and the patient will continue to be monitored. No adverse patient effects were reported. This product remains in-service.